Event description:
According to the reporter, post-operatively open umbilical hernia procedure with mesh last (B)(6), the mesh caused rash at the surgery site. It was cut prior to implantation. Braided suture was used as fixation system and the device was applied pre peritoneal at the time of the issue. The location of the hernia was umbilical. Additional operation was performed to correct the issue to take mesh out. It also lead to or extended patient hospitalization. The patient is alive with injury